Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer nurse stated that on (B)(6) 2017 at 22:37, the spo2 value of a neonate patient in room (B)(6) dropped to 52%, but the monitor did not trigger a red desat alarm. The device was in clinical use at the time the issue was discovered. The patient had turned blue, but the monitor did not alarm. The patient's oxygen was increased, and the patient was moved and stimulated.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The customer noted that this occurred after upgrading the central station from a piic classic to a piic ix. The fse found that the mp50 will get an spo2 low yellow alarm, but when it hits the desat limit, it does not trigger a red desat alarm but stays as a yellow alarm. The fse provided an alarm log, and a configuration file to philips. The information was reviewed by a philips clinical product specialist (cps). The cps reviewed the alarm log, and found that the alarm had sounded, and had been silenced. The cps reviewed the configuration file, and found that the device was set to only visual latching for red alarms only. With this setting, the banner would stay on the monitor until silenced, but the sound would stop once the condition ended. The fse worked with a clinical specialist to upgrade all of the nicu monitors with a customer approved configuration. No parts were replaced. The device remains at the customer site. There was no product malfunction; this was a configuration issue. The customer was informed via customer letter about the outcome of the investigation. No further investigation is warranted at this time.